Event description:
The company was made aware that the pt developed an infection at the implant site. The pt underwent debridement procedures in (B)(6) 2013. A reposition and debride surgery was performed in (B)(6) 2013. In (B)(6) 2013, the pt was hospitalized for six days and was treated with IV antibiotics (type unk). The pt had a PICC line placed and was discharged from the hospital. On (B)(6) 2013, the pt was explanted. The pt was prescribed antibiotics (type unk) in (B)(6) 2013. Reimplantation surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.